Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 108-112mg/dl fasting. Verified test strips expire 04/14/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concern with all the blood results in the meter that are over 108/112mg/dl. No adverse event reported.